Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm and no delivery alarm. The customer¿s blood glucose level was 265 mg/dl at the time of the incident. "The customer also reported insulin pump had motor position encoder error." The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. Troubleshooting was performed for motor error alarm and the insulin pump will return for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion, prime/a33 and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify e70 alarm in the alarm history due to history file overwritten.